Event description:
Reportedly, during pt use, the ventilator stopped cycling. Pt was manually ventilator and transferred to another ventilator. The pump assembly was replaced. No pt harm or injury reported.

Manufacturer narrative:
(B)(4).